Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8352-50. Serial number: (B)(6). Batch/lot number: 7070887. Model/catalog description: coveredge x 32 surgical lead kit 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection at the midline incision which caused drainage, fever and pain. The patient was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility. Cultures were taken and the results revealed positive for infection.